Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed and the customer reported issue was verified. When turning the machine on, the pump booted into biomed mode with acu watchdog error. The issue was due to a corrupted main board. The main board was replaced, along with the speaker due to no secondary beep when booting.

Event description:
It was reported that the device got a primary audible post-error and the base is damaged. The issue occurred during startup. There was no patient harm, involvement or delay of therapy. Device analysis identified that a watchdog error occurred upon startup.